Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Tandem technical support reviewed pump data and observed a low power alert and shutdown alarm in the pump history. There was no reported impact to the customer's blood glucose level. Reportedly, the customer charged the pump and declined further assistance.